Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure crumbled /particles of essure remained in the body of the patient"), device expulsion ("left essure found in the uterine cavity"), salpingitis ("chronic non-specific salpingitis lesion"), autoimmune thyroiditis ("autoimmune thyroiditis"), cardiac disorder ("heart disorders / bout of palpitations for 3 to 4 hours"), seizure ("tetany seizures") and genital haemorrhage ("genital bleeding ++") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective, multiple allergies (allergic reaction with jean buttons, watch buckle and summer shoes, physician seen several times due to allergic problems, possible allergy to orbenine, allergy to pollen and dust intolerance to fluticasone, tramadol, corticosteroid), parity 5, rhinitis in 2005, cough in 2005, migraine, asthma, cellulitis of face in 1976, dysphagia on (B)(6) 2008, uveitis on (B)(6) 2008, otitis media acute nos on (B)(6) 2007, acute lumbago on (B)(6) 2007, infected sebaceous cyst on (B)(6) 2007, sebaceous cyst removal on (B)(6) 2007, patellofemoral pain syndrome on (B)(6) 2007, neck pain in 2006, irregular periods in 2005, fatigue in 2005, stress in 2005, dysphagia in 2005, rhinopharyngitis in 2004, uveitis in 2004, back pain in 2004, dental abscess in 2004, torticollis in 2004, migraine (triggered by neck pain) in 2003 and tachycardia. No gynecological problems (B)(6) 2008 - operative hysteroscopy - bilateral tubal sterilization by hysteroscopy route (by placement of essure implants with respectively 3 and 3 trailing coils on the right and left). Patient did not have significant history nor a cardiovascular risk factor, for around ten years she has had occasional episodes of tachycardia (suggestive of bouveret disease). No family history of chronic venous disease and of thromboembolic disease. (B)(6) 2016 - bio menopause. Previously administered products included for an unreported indication: desogestrel/ethinylestradiol in 2007, cycleane in 2005 and iud nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On (B)(6) 2009, the patient experienced neck pain ("neck pain"). On (B)(6) 2010, the patient experienced musculoskeletal discomfort ("impression of something stuck in right elbow"). On (B)(6) 2010, the patient experienced the first episode of pain in extremity ("right heel pain"). On (B)(6) 2010, the patient experienced cardiac disorder (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced panic attack ("panick attack following burnout") and burnout syndrome ("panick attack following burnout"). In (B)(6) 2012, the patient experienced telangiectasia ("presence of some diffuse telangiectasia"). On (B)(6) 2012, the patient experienced conjunctivitis ("conjunctivitis") and the first episode of cough ("cough"). On (B)(6) 2013, the patient experienced blepharitis ("inflammation of lower eyelid"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced the first episode of ovarian cyst ("left ovarian cystic nodule 5 cm with small pouch of douglas"). In (B)(6) 2014, the patient experienced varicose veins pelvic ("periuterine varices"). On (B)(6) 2014, the patient experienced the second episode of ovarian cyst ("functional cyst of 27 mm in diameter of the left ovary") and cervical cyst ("nabothian cyst at cervix"). On (B)(6) 2015, the patient experienced sciatica ("left sciatica"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menstruation irregular ("irregular periods") and sleep disorder ("problems sleeping"). In (B)(6) 2017, the patient experienced oropharyngeal pain ("throat pain"), the second episode of cough ("dry cough"), musculoskeletal pain ("right shoulder bruising with pain radiating downwards"), contusion ("right elbow bruising / right shoulder bruising with pain radiating downwards"), tendon disorder ("tendinopathy of the right shoulder (supraspinatus)"), epicondylitis ("left epicondylitis bruising") and influenza like illness ("probable flu-like syndrome with pharyngitis and cough"). In (B)(6) 2017, the patient experienced hypothyroidism ("transient hypothyroidism"), motor dysfunction ("difficulties grasping"), the second episode of pain in extremity ("pain of the hands and toes"), the first episode of paraesthesia ("paresthesia of the hands and toes") and hypoglycaemia ("feeling of ¿hypoglycaemia¿"). On (B)(6) 2017, the patient experienced the first episode of malaise ("feeling unwell"), the first episode of fatigue ("fatigue") and dysphagia ("dysphagia"). In (B)(6) 2017, the patient experienced speech disorder ("difficulty to talk / dysarthria (difficulties speaking)"), myalgia ("painful muscle"), burn oral cavity ("burns of the tongue and oesophagus"), burn oesophageal ("burns of the tongue and oesophagus"), ear discomfort ("feeling of fullness in ear / discomfort of the eac (external auditory canal) of the ears"), hot flush ("hot flushes"), the first episode of muscle spasms ("feeling of cramp in the left buttock, thigh and calf"), paraesthesia oral ("cramps in the lips with drooling"), drooling ("cramps in the lips with drooling"), visual impairment ("can see sparkling spots with left eye when she reads") and seizure (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced chronic sinusitis ("chronic left maxillary sinusitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), tachycardia ("frequent tachycardia crisis"), pelvic pain ("pelvic pain"), the first episode of back pain ("back pain / low back pain"), the second episode of fatigue ("extreme and continuous fatigue"), insomnia ("insomnia"), depression ("depression"), pyrexia ("nocturnal fever"), anxiety ("anxiety attack"), skin depigmentation ("skin depigmentation"), dry skin ("very dry skin"), hypoaesthesia ("numbness of the limbs"), burning sensation ("burn sensation in the limbs"), eye pain ("ocular pain"), eczema ("eczema from the pelvis to the head"), fibromyalgia ("fibromyalgia"), cyst ("cysts"), gingivitis ("gingivitis"), vertigo ("vertigos"), nausea ("nausea"), the second episode of malaise ("very frequent malaise"), eating disorder ("difficulty to eat"), amnesia ("loss of memory"), spinal pain ("pain in spine"), the second episode of back pain ("low back pain"), the second episode of muscle spasms ("impression of cramp"), plantar fasciitis ("right plantar fasciitis/hollow feet"), the second episode of paraesthesia ("parenthesises of the arms"), salivary hypersecretion ("hypersalivation"), tendonitis ("tendinitis of the arms"), bulimia nervosa ("eating disorders with bulimia"), presyncope ("presyncope malaise"), the third episode of malaise ("presyncope malaise"), rash pruritic ("diffuse pruritic skin rashes") and hypomenorrhoea ("spaniomenorrhea") and was found to have leiomyoma ("a single myoma type 5 of small size"). The patient was hospitalized from (B)(6) 2010. The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2017 and removal from uterine cavity and insertion of a new one on 09-mar-2009). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device expulsion, salpingitis, autoimmune thyroiditis, varicose veins pelvic, myalgia, burn oral cavity, burn oesophageal, ear discomfort, hot flush, paraesthesia oral, drooling, visual impairment, seizure, dysphagia, hypothyroidism, motor dysfunction, the last episode of pain in extremity, hypoglycaemia, oropharyngeal pain, the last episode of cough, musculoskeletal pain, contusion, tendon disorder, epicondylitis, influenza like illness, menstruation irregular, sleep disorder, genital haemorrhage, abdominal pain, blepharitis, conjunctivitis, musculoskeletal discomfort, the last episode of muscle spasms, plantar fasciitis, neck pain, the last episode of ovarian cyst, cervical cyst, chronic sinusitis, sciatica, the last episode of paraesthesia, salivary hypersecretion, tendonitis, bulimia nervosa, presyncope, the last episode of malaise, rash pruritic, leiomyoma, telangiectasia, hypomenorrhoea, panic attack and burnout syndrome outcome was unknown, the device breakage had not resolved and the cardiac disorder, tachycardia, pelvic pain, the last episode of fatigue, insomnia, depression, pyrexia, anxiety, skin depigmentation, dry skin, hypoaesthesia, burning sensation, eye pain, eczema, fibromyalgia, cyst, gingivitis, vertigo, nausea, eating disorder, amnesia, speech disorder, spinal pain and the last episode of back pain had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, anxiety, autoimmune thyroiditis, blepharitis, bulimia nervosa, burn oesophageal, burn oral cavity, burning sensation, burnout syndrome, cardiac disorder, cervical cyst, chronic sinusitis, conjunctivitis, contusion, cyst, depression, device breakage, device expulsion, drooling, dry skin, dysphagia, ear discomfort, eating disorder, eczema, epicondylitis, eye pain, fibromyalgia, genital haemorrhage, gingivitis, hot flush, hypoaesthesia, hypoglycaemia, hypomenorrhoea, hypothyroidism, influenza like illness, insomnia, leiomyoma, menstruation irregular, motor dysfunction, musculoskeletal discomfort, musculoskeletal pain, myalgia, nausea, neck pain, oropharyngeal pain, panic attack, paraesthesia oral, pelvic pain, plantar fasciitis, presyncope, pyrexia, rash pruritic, salivary hypersecretion, salpingitis, sciatica, seizure, skin depigmentation, sleep disorder, speech disorder, spinal pain, tachycardia, telangiectasia, tendon disorder, tendonitis, varicose veins pelvic, vertigo, visual impairment, the first episode of back pain, the first episode of cough, the first episode of fatigue, the first episode of malaise, the first episode of muscle spasms, the first episode of ovarian cyst, the first episode of pain in extremity, the first episode of paraesthesia, the second episode of back pain, the second episode of cough, the second episode of fatigue, the second episode of malaise, the second episode of muscle spasms, the second episode of ovarian cyst, the second episode of pain in extremity, the second episode of paraesthesia and the third episode of malaise with essure. The reporter commented: on (B)(6) 2009, at the postoperative visit, physician observed an anomaly of left essure. It was found in the uterine cavity. He decided to place another implant and to remove the other one. The intervention was performed on (B)(6) 2009 (placement of left essure was easy with 3 trailing coils). On (B)(6) 2017, essure was removed via bilateral salpingectomy after having performed an allergic test to nickel that was positive. Three months after the surgery, x-ray showed that particles of essure remained in the body of the patient as essure crumbled. Physician decided to not remove particles of essure as the patient regained her energy and symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: shows residue of portions of the most proximal to essure, in projection of uterus horns on each side. Allergy test - on an unknown date: positive for nickel allergy; on (B)(6) 2017: nickel allergy confirmed by epi skin test. Echocardiogram - on (B)(6) 2012: integrity of deep vein network. No superficial venous insufficiency at the expense of saphenous veins. Presence of some diffuse telangiectasia. Nuclear magnetic resonance imaging - on (B)(6) 2014: functional cyst of 27 mm in diameter of the left ovary. No pelvic mass or adenomegaly. No endometrial abnormality. Nabothian cyst at cervix; on (B)(6) 2017: uterus anteverted with harmonious contours. In 3d ultrasound, in frontal section, triangular cavity, no metallic residue observed at the left or right side. Observation of a single myoma type 5 of small size. Thin endometrium. Ovaries of low volume without abnormalities. Pathology test - on (B)(6)2017: presence of chronic non-specific salpingitis lesion. Scan - on (B)(6) 2015: l2l3 and l5s1 discopathy. Ultrasound scan - on (B)(6) 2014: left ovarian cystic nodule 5 cm with small pouch of douglas. Asthaenia. X-ray - on an unknown date: particles of essure remained in the body of the patient as essure crumbled; in (B)(6) 2009: plain abdomen x-ray showed an anomaly of left essure. It was found in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events added, medical history and historical drugs updated. Lab tests added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure crumbled /particles of essure remained in the body of the patient"), device expulsion ("left essure found in the uterine cavity"), salpingitis ("chronic non-specific salpingitis lesion found at anatomopathology after essure removal"), autoimmune thyroiditis ("autoimmune thyroiditis"), palpitations ("heart disorders / bout of palpitations for 3 to 4 hours"), seizure ("tetany seizures") and genital haemorrhage ("genital bleeding ++") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective (under iud), multiple allergies (allergic reaction with jean buttons, watch buckle and summer shoes, physician seen several times due to allergic problems, possible allergy to orbenine, allergy to pollen and dust, intolerance to fluticasone, tramadol, corticosteroid), parity 5, rhinitis in 2005, cough in 2005, migraine, asthma, cellulitis of face in 1976, dysphagia on (B)(6) 2008, uveitis on (B)(6) 2008, otitis media acute (left) on (B)(6) 2007, acute lumbago on (B)(6) 2007, infected sebaceous cyst on (B)(6) 2007, sebaceous cyst removal on (B)(6) 2007, patellofemoral pain syndrome (in left knee following trauma dating 2 years, not declared at work) on (B)(6) 2007, neck pain in 2006, irregular periods in 2005, fatigue in 2005, stress in 2005, dysphagia in 2005, rhinopharyngitis in 2004, uveitis in 2004, back pain in 2004, dental abscess (on wisdom tooth inclusive) in 2004, torticollis in 2004, migraine (triggered by neck pain) in 2003 and tachycardia (for around ten years she has had occasional episodes of tachycardia for about then minutes - sudden start and finish, very much suggestive of bouveret disease). No gynecological problems. (B)(6) 2008 - operative hysteroscopy - bilateral tubal sterilization by hysteroscopy route (by placement of essure implants with respectively 3 and 3 trailing coils on the right and left). (B)(6) 2009 - placement of (second) left essure was easy with 3 trailing coils. Patient did not have significant history or a cardiovascular risk factor, for around ten years she has had occasional episodes of tachycardia (suggestive of bouveret disease). No family history of chronic venous disease or thromboembolic disease. (B)(6) 2016 - bio menopause. Previously administered products included for an unreported indication: desogestrel/ethinylestradiol in 2007, cycleane in 2005 and iud nos. On (B)(6) 2008, the patient had essure inserted and removed on (B)(6) 2017. A new essure was inserted on (B)(6) 2009. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On (B)(6) 2009, the patient experienced neck pain ("neck pain"). On (B)(6) 2010, the patient experienced musculoskeletal discomfort ("impression of something stuck in right elbow"), the first episode of muscle spasms ("impression of cramp"), plantar fasciitis ("right plantar fasciitis") and foot deformity ("hollow feet"). On (B)(6) 2010, the patient experienced the first episode of pain in extremity ("right heel pain"). On (B)(6) v2010, the patient experienced palpitations (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced panic attack ("panick attack following burnout") and burnout syndrome ("panick attack following burnout"). In (B)(6) 2012, the patient experienced telangiectasia ("presence of some diffuse telangiectasia, also at venous doppler of legs of (B)(6) 2017"). On (B)(6) 2012, the patient experienced conjunctivitis ("conjunctivitis") and the first episode of cough ("cough"). On (B)(6) 2013, the patient experienced blepharitis ("inflammation of lower eyelid"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced the first episode of ovarian cyst ("left ovarian cystic nodule 5 cm with small pouch of douglas"). In (B)(6) 2014, the patient experienced varicose veins pelvic ("periuterine varices"). On (B)(6) 2014, the patient experienced the second episode of ovarian cyst ("functional cyst of 27 mm in diameter of the left ovary") and cervical cyst ("nabothian cyst at cervix"). In 2015, the patient experienced oligomenorrhoea ("spaniomenorrhea"). On (B)(6) 2015, the patient experienced sciatica ("left sciatica"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menstruation irregular ("irregular periods") and sleep disorder ("problems sleeping"). In (B)(6) 2017, the patient experienced oropharyngeal pain ("throat pain"), the second episode of cough ("dry cough"), musculoskeletal pain ("right shoulder bruising with pain radiating downwards"), the first episode of contusion ("right elbow bruising / right shoulder bruising with pain radiating downwards"), tendon disorder ("tendinopathy of the right shoulder (supraspinatus)"), epicondylitis ("left epicondylitis bruising"), influenza like illness ("probable flu-like syndrome with pharyngitis and cough") with pharyngitis and cough and the second episode of contusion ("left epicondylitis bruising"). In (B)(6) 2017, the patient experienced hypothyroidism ("transient hypothyroidism (tsh normalized, antithyroid antibodies negative on (B)(6) 2017)"), motor dysfunction ("difficulties grasping"), the second episode of pain in extremity ("pain of the hands and toes"), the first episode of paraesthesia ("paresthesia of the hands and toes") and hypoglycaemia ("feeling of ¿hypoglycaemia¿"). On (B)(6) 2017, the patient experienced post procedural discomfort ("feeling unwell after laparoscopy"), the first episode of fatigue ("fatigue after laparoscopy") and dysphagia ("dysphagia after laparoscopy"). In (B)(6) 2017, the patient experienced speech disorder ("difficulty to talk / dysarthria (difficulties speaking)"), myalgia ("painful muscle"), burn oral cavity ("burns of the tongue and oesophagus"), burn oesophageal ("burns of the tongue and oesophagus"), ear discomfort ("feeling of fullness in ear / discomfort of the eac (external auditory canal)"), hot flush ("hot flushes"), the second episode of muscle spasms ("feeling of cramp in the left buttock, thigh and calf"), muscle twitching ("cramps in the lips with drooling"), drooling ("cramps in the lips with drooling"), visual impairment ("can see sparkling spots with left eye when she reads") and seizure (seriousness criterion medically significant). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("single myoma type 5 of small size at uterus ultrasound"). On (B)(6) 2017, the patient experienced chronic sinusitis ("chronic left maxillary sinusitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), tachycardia ("frequent tachycardia crisis"), pelvic pain ("pelvic pain"), back pain ("back pain / low back pain"), the second episode of fatigue ("extreme and continuous fatigue"), insomnia ("insomnia"), depression ("depression"), pyrexia ("nocturnal fever"), anxiety ("anxiety attack"), skin depigmentation ("skin depigmentation"), dry skin ("very dry skin"), hypoaesthesia ("numbness of the limbs"), burning sensation ("burn sensation in the limbs"), eye pain ("ocular pain"), eczema ("eczema from the pelvis to the head"), fibromyalgia ("fibromyalgia"), cyst ("cysts"), gingivitis ("gingivitis"), vertigo ("vertigos"), nausea ("nausea"), the first episode of malaise ("very frequent malaise"), eating disorder ("difficulty to eat"), amnesia ("loss of memory"), spinal pain ("pain in spine"), the second episode of paraesthesia ("paresthesia of the arms"), salivary hypersecretion ("hypersalivation"), tendonitis ("tendinitis of the arms"), bulimia nervosa ("eating disorders with bulimia"), presyncope ("presyncope malaise"), the second episode of malaise ("presyncope malaise") and rash pruritic ("diffuse pruritic skin rashes"). The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010. The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2017 and removal from uterine cavity and insertion of a new one on (B)(6) 2009). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device expulsion, salpingitis, autoimmune thyroiditis, varicose veins pelvic, myalgia, burn oral cavity, burn oesophageal, ear discomfort, hot flush, the last episode of muscle spasms, muscle twitching, drooling, visual impairment, seizure, post procedural discomfort, dysphagia, motor dysfunction, the last episode of pain in extremity, hypoglycaemia, oropharyngeal pain, the last episode of cough, musculoskeletal pain, tendon disorder, epicondylitis, influenza like illness, menstruation irregular, sleep disorder, genital haemorrhage, abdominal pain, blepharitis, conjunctivitis, musculoskeletal discomfort, plantar fasciitis, neck pain, the last episode of ovarian cyst, cervical cyst, chronic sinusitis, sciatica, the last episode of paraesthesia, salivary hypersecretion, tendonitis, bulimia nervosa, presyncope, the last episode of malaise, rash pruritic, uterine leiomyoma, oligomenorrhoea, panic attack, burnout syndrome, foot deformity and the last episode of contusion outcome was unknown, the device breakage and telangiectasia had not resolved and the palpitations, tachycardia, pelvic pain, back pain, the last episode of fatigue, insomnia, depression, pyrexia, anxiety, skin depigmentation, dry skin, hypoaesthesia, burning sensation, eye pain, eczema, fibromyalgia, cyst, gingivitis, vertigo, nausea, eating disorder, amnesia, speech disorder, spinal pain and hypothyroidism had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, anxiety, autoimmune thyroiditis, back pain, blepharitis, bulimia nervosa, burn oesophageal, burn oral cavity, burning sensation, burnout syndrome, cervical cyst, chronic sinusitis, conjunctivitis, cyst, depression, device breakage, device expulsion, drooling, dry skin, dysphagia, ear discomfort, eating disorder, eczema, epicondylitis, eye pain, fibromyalgia, foot deformity, genital haemorrhage, gingivitis, hot flush, hypoaesthesia, hypoglycaemia, hypothyroidism, influenza like illness, insomnia, menstruation irregular, motor dysfunction, muscle twitching, musculoskeletal discomfort, musculoskeletal pain, myalgia, nausea, neck pain, oligomenorrhoea, oropharyngeal pain, palpitations, panic attack, pelvic pain, plantar fasciitis, post procedural discomfort, presyncope, pyrexia, rash pruritic, salivary hypersecretion, salpingitis, sciatica, seizure, skin depigmentation, sleep disorder, speech disorder, spinal pain, tachycardia, telangiectasia, tendon disorder, tendonitis, uterine leiomyoma, varicose veins pelvic, vertigo, visual impairment, the first episode of contusion, the first episode of cough, the first episode of fatigue, the first episode of malaise, the first episode of muscle spasms, the first episode of ovarian cyst, the first episode of pain in extremity, the first episode of paraesthesia, the second episode of contusion, the second episode of cough, the second episode of fatigue, the second episode of malaise, the second episode of muscle spasms, the second episode of ovarian cyst, the second episode of pain in extremity and the second episode of paraesthesia with essure. The reporter commented: on (B)(6) 2009, at the postoperative visit, physician observed an anomaly of left essure. It was found in the uterine cavity. He decided to place another implant and to remove the other one. On (B)(6) 2017, essure was removed via bilateral salpingectomy after having performed an allergic test to nickel that was positive. Three months after the surgery, x-ray showed that particles of essure remained in the body of the patient as essure crumbled. Physician decided to not remove particles of essure as the patient regained her energy and symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: shows residue of portions of the most proximal to essure, in projection of uterus horns on each side. Allergy test - on an unknown date: positive for nickel allergy; on (B)(6) 2017: nickel allergy confirmed by epi skin test. Doppler ultrasound - on (B)(6) 2012: integrity of deep vein network. No superficial venous insufficiency at the expense of saphenous veins. Presence of some diffuse telangiectasia. Nuclear magnetic resonance imaging - on (B)(6) 2014: functional cyst of 27 mm in diameter of the left ovary. No pelvic mass or adenomegaly. No endometrial abnormality. Nabothian cyst at cervix; on (B)(6) 2017: uterus anteverted with harmonious contours. In 3d ultrasound, in frontal section, triangular cavity, no metallic residue observed at the left or right side. Observation of a single myoma type 5 of small size. Thin endometrium. Ovaries of low volume without abnormalities. Pathology test - on (B)(6) 2017: presence of chronic non-specific salpingitis lesion. Scan - on (B)(6) 2015: l2l3 and l5s1 discopathy. Ultrasound scan - on (B)(6) 2014: left ovarian cystic nodule 5 cm with small pouch of douglas. Asthaenia. X-ray - on an unknown date: particles of essure remained in the body of the patient as essure crumbled; in (B)(6) 2009: plain abdomen x-ray showed an anomaly of left essure. It was found in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Amendment: coding correction: event "feeling of cramp in the left buttock, thigh and calf" coded to muscle cramps in calves, buttocks and thighs, event "right plantar fasciitis/hollow feet" split in plantar fasciitis and hollow feet. Event "probable flu-like syndrome with pharyngitis and cough" split, pharyngitis and cough added as additional events and event "left epicondylitis bruising" also split. Burns of the tongue and oesophagus split. Single myoma type 5 of small size recoded to uterine myoma; and parenthesises of the arms was corrected to paresthesia. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure crumbled /particles of essure remained in the body of the patient"), device expulsion ("left essure found in the uterine cavity") and cardiac disorder ("heart disorders") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective and multiple allergies (allergic reaction with jean buttons, watch buckle and summer shoes, physician seen several times due to allergic problems). Previously administered products included for an unreported indication: iud nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), cardiac disorder (seriousness criterion hospitalization), tachycardia ("frequent tachycardia crisis"), pelvic pain ("pelvic pain"), back pain ("back pain"), fatigue ("extreme and continuous fatigue"), insomnia ("insomnia"), depression ("depression"), pyrexia ("nocturnal fever"), anxiety ("anxiety attack"), skin depigmentation ("skin depigmentation"), dry skin ("very dry skin"), hypoaesthesia ("numbness of the limbs"), burning sensation ("burn sensation in the limbs"), eye pain ("ocular pain"), eczema ("eczema from the pelvis to the head"), fibromyalgia ("fibromyalgia"), cyst ("cysts"), gingivitis ("gingivitis"), vertigo ("vertigos"), nausea ("nausea"), malaise ("very frequent malaise"), eating disorder ("difficulty to eat"), amnesia ("loss of memory") and speech disorder ("difficulty to talk"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2017 and removal from uterine cavity and insertion of a new one on (B)(6) 2009). At the time of the report, the allergy to metals and device expulsion outcome was unknown, the device breakage had not resolved and the cardiac disorder, tachycardia, pelvic pain, back pain, fatigue, insomnia, depression, pyrexia, anxiety, skin depigmentation, dry skin, hypoaesthesia, burning sensation, eye pain, eczema, fibromyalgia, cyst, gingivitis, vertigo, nausea, malaise, eating disorder, amnesia and speech disorder had resolved. The reporter provided no causality assessment for allergy to metals, amnesia, anxiety, back pain, burning sensation, cardiac disorder, cyst, depression, device breakage, device expulsion, dry skin, eating disorder, eczema, eye pain, fatigue, fibromyalgia, gingivitis, hypoaesthesia, insomnia, malaise, nausea, pelvic pain, pyrexia, skin depigmentation, speech disorder, tachycardia and vertigo with essure. The reporter commented: on (B)(6) 2009, at the postoperative visit, physician observed an anomaly of left essure. It was found in the uterine cavity. He decided to place another implant and to remove the other one. The intervention was performed on (B)(6) 2009. On (B)(6) 2017, essure was removed via bilateral salpingectomy after having performed an allergic test to nickel that was positive. Three months after the surgery, x-ray showed that particles of essure remained in the body of the patient as essure crumbled. Physician decided to not remove particles of essure as the patient regained her energy and symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date: positive for nickel allergy. X-ray: on an unknown date: particles of essure remained in the body of the patient as essure crumbled. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('allergy to nickel'), device breakage ('essure crumbled /particles of essure remained in the body of the patient'), device expulsion ('left essure found in the uterine cavity'), salpingitis ('chronic non-specific salpingitis lesion found at anatomopathology after essure removal'), autoimmune thyroiditis ('autoimmune thyroiditis'), palpitations ('heart disorders / bout of palpitations for 3 to 4 hours'), seizure ('tetany seizures') and genital haemorrhage ('genital bleeding ++') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uveitis on (B)(6)2008, dysphagia on (B)(6)2008, otitis media acute (left) on (B)(6)2007, acute lumbago on (B)(6)2007, sebaceous cyst removal on (B)(6)2007, infected sebaceous cyst on (B)(6)2007, patellofemoral pain syndrome (in left knee following trauma dating 2 years, not declared at work) on (B)(6)2007, neck pain in 2006, irregular periods in 2005, fatigue in 2005, stress in 2005, dysphagia in 2005, termination of pregnancy - elective (under iud) in 2005, rhinitis in 2005, cough in 2005, rhinopharyngitis in 2004, uveitis in 2004, back pain in 2004, dental abscess (on wisdom tooth inclusive) in 2004, torticollis in 2004, migraine (triggered by neck pain) in 2003, cellulitis of face in 1976, multiple allergies (allergic reaction with jean buttons, watch buckle and summer shoes, physician seen several times due to allergic problems, possible allergy to orbenine, allergy to pollen and dust, intolerance to fluticasone, tramadol, corticosteroid), parity 5, migraine, asthma and tachycardia (for around ten years she has had occasional episodes of tachycardia for about then minutes - sudden start and finish, very much suggestive of bouveret disease). No gynecological problems. (B)(6)2008 - operative hysteroscopy - bilateral tubal sterilization by hysteroscopy route (by placement of essure implants with respectively 3 and 3 trailing coils on the right and left). (B)(6)2009 - placement of (second) left essure was easy with 3 trailing coils. Patient did not have significant history or a cardiovascular risk factor, for around ten years she has had occasional episodes of tachycardia (suggestive of bouveret disease). No family history of chronic venous disease or thromboembolic disease. (B)(6)2016 - bio menopause. Previously administered products included for an unreported indication: desogestrel/ethinylestradiol in 2007, cycleane in 2005, nova t in 2005 and iud nos. Past adverse reactions to the above products included pregnancy with contraceptive device with nova t. On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On (B)(6)2009, the patient experienced neck pain ("neck pain"). In (B)(6)2009, the patient experienced musculoskeletal stiffness ("muscular stiffness of the limbs"). On (B)(6)2010, the patient experienced musculoskeletal discomfort ("impression of something stuck in right elbow"), muscle cramp ("impression of cramp"), plantar fasciitis ("right plantar fasciitis") and foot deformity ("hollow feet"). On (B)(6)2010, the patient experienced pain in heel ("right heel pain"). On (B)(6)2010, the patient experienced palpitations (seriousness criterion hospitalization). On (B)(6)2011, the patient experienced panic attack ("panic attack following burnout") and burnout syndrome ("panic attack following burnout"). In (B)(6)2012, the patient experienced telangiectasia ("presence of some diffuse telangiectasia, also at venous doppler of legs of (B)(6)2017"). On (B)(6)2012, the patient experienced conjunctivitis ("conjunctivitis") and cough ("cough"). On (B)(6)2013, the patient experienced blepharitis ("inflammation of lower eyelid"). On (B)(6)2014, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2014, the patient experienced ovarian cyst ("left ovarian cystic nodule 5 cm with small pouch of douglas"). In (B)(6)2014, the patient experienced varicose veins pelvic ("periuterine varices"). On (B)(6)2014, the patient experienced ovarian cyst functional ("functional cyst of 27 mm in diameter of the left ovary") and cervical cyst ("nabothian cyst at cervix"). In 2015, the patient experienced oligomenorrhoea ("spaniomenorrhea"). On (B)(6)2015, the patient experienced sciatica ("left sciatica"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2016, the patient experienced menstruation irregular ("irregular periods") and sleep disorder ("problems sleeping"). In (B)(6)2017, the patient experienced oropharyngeal pain ("throat pain"), dry cough ("dry cough"), musculoskeletal pain ("right shoulder bruising with pain radiating downwards"), contusion of elbow ("right elbow bruising / right shoulder bruising with pain radiating downwards"), tendon disorder ("tendinopathy of the right shoulder (supraspinatus)"), epicondylitis ("left epicondylitis bruising"), influenza ("probable flu-like syndrome with pharyngitis and cough") with pharyngitis and cough and bruising ("left epicondylitis bruising"). In (B)(6)2017, the patient experienced hypothyroidism ("transient hypothyroidism (tsh normalized, antithyroid antibodies negative on (B)(6)2017)"), motor dysfunction ("difficulties grasping"), pain of extremities ("pain of the hands and toes"), tingling feet/hands ("paresthesia of the hands and toes") and hypoglycaemia ("feeling of ¿hypoglycaemia¿"). On (B)(6)2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced post procedural discomfort ("feeling unwell after laparoscopy"), fatigue ("fatigue after laparoscopy") and dysphagia ("dysphagia after laparoscopy"). In (B)(6)2017, the patient experienced speech disorder ("difficulty to talk / dysarthria (difficulties speaking)"), myalgia ("painful muscle"), burn oesophageal ("burns of the tongue and oesophagus"), burn oral cavity ("burns of the tongue and oesophagus"), ear discomfort ("feeling of fullness in ear / discomfort of the eac (external auditory canal)"), hot flush ("hot flushes"), muscle cramps ("feeling of cramp in the left buttock, thigh and calf"), muscle twitching ("cramps in the lips with drooling"), drooling ("cramps in the lips with drooling"), visual impairment ("can see sparkling spots with left eye when she reads") and seizure (seriousness criterion medically significant). On (B)(6)2017, the patient was found to have uterine leiomyoma ("single myoma type 5 of small size at uterus ultrasound"). On (B)(6)2017, the patient experienced chronic sinusitis ("chronic left maxillary sinusitis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), tachycardia ("frequent tachycardia crisis"), pelvic pain ("pelvic pain"), back pain ("back pain / low back pain"), chronic fatigue ("extreme and continuous fatigue"), insomnia ("insomnia"), depression ("depression"), pyrexia ("nocturnal fever"), anxiety ("anxiety attack"), skin depigmentation ("skin depigmentation"), dry skin ("very dry skin"), hypoaesthesia ("numbness of the limbs"), burning sensation ("burn sensation in the limbs"), eye pain ("ocular pain"), eczema ("eczema from the pelvis to the head"), fibromyalgia ("fibromyalgia"), cyst ("cysts"), gingivitis ("gingivitis"), vertigo ("vertigos"), nausea ("nausea"), the first episode of malaise ("very frequent malaise"), eating disorder ("difficulty to eat"), amnesia ("loss of memory"), spinal pain ("pain in spine"), paresthesia upper limb ("paresthesia of the arms"), salivary hypersecretion ("hypersalivation"), tendonitis ("tendinitis of the arms"), bulimia nervosa ("eating disorders with bulimia"), presyncope ("presyncope malaise"), the second episode of malaise ("presyncope malaise"), rash pruritic ("diffuse pruritic skin rashes"), night sweats ("nocturnal sweating"), leg pain ("leg pain") and bone pain ("bone pain") and was found to have weight increased ("she had gained 10 kgs"). The patient was hospitalized from (B)(6)2010 to (B)(6)2010. The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6)2017 and removal from uterine cavity and insertion of a new one on (B)(6)2009). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, device expulsion, salpingitis, autoimmune thyroiditis, varicose veins pelvic, myalgia, burn oesophageal, burn oral cavity, ear discomfort, hot flush, muscle cramps, muscle twitching, drooling, visual impairment, seizure, post procedural discomfort, fatigue, dysphagia, motor dysfunction, tingling feet/hands, hypoglycaemia, dry cough, contusion of elbow, tendon disorder, epicondylitis, influenza, menstruation irregular, sleep disorder, genital haemorrhage, ovarian cyst, blepharitis, conjunctivitis, cough, musculoskeletal discomfort, muscle cramp, plantar fasciitis, neck pain, ovarian cyst functional, cervical cyst, chronic sinusitis, sciatica, paresthesia upper limb, salivary hypersecretion, tendonitis, bulimia nervosa, presyncope, the last episode of malaise, rash pruritic, uterine leiomyoma, oligomenorrhoea, panic attack, burnout syndrome, foot deformity, bruising, night sweats, musculoskeletal stiffness and weight increased outcome was unknown, the device breakage and telangiectasia had not resolved and the palpitations, tachycardia, pelvic pain, back pain, chronic fatigue, insomnia, depression, pyrexia, anxiety, skin depigmentation, dry skin, hypoaesthesia, burning sensation, eye pain, eczema, fibromyalgia, cyst, gingivitis, vertigo, nausea, eating disorder, amnesia, speech disorder, spinal pain, hypothyroidism, pain of extremities, oropharyngeal pain, musculoskeletal pain, abdominal pain, pain in heel, leg pain and bone pain had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, anxiety, autoimmune thyroiditis, back pain, blepharitis, bulimia nervosa, burn oesophageal, burn oral cavity, burning sensation, burnout syndrome, cervical cyst, chronic sinusitis, conjunctivitis, contusion of elbow, cough, cyst, depression, device breakage, device expulsion, drooling, dry skin, dysphagia, ear discomfort, eating disorder, eczema, epicondylitis, eye pain, fatigue, fibromyalgia, foot deformity, genital haemorrhage, gingivitis, hot flush, hypoaesthesia, hypoglycaemia, hypothyroidism, influenza, insomnia, menstruation irregular, motor dysfunction, muscle cramp, muscle twitching, musculoskeletal discomfort, musculoskeletal pain, myalgia, nausea, neck pain, oligomenorrhoea, oropharyngeal pain, ovarian cyst, pain in heel, palpitations, panic attack, pelvic pain, plantar fasciitis, post procedural discomfort, presyncope, pyrexia, rash pruritic, salivary hypersecretion, salpingitis, sciatica, seizure, skin depigmentation, sleep disorder, speech disorder, spinal pain, tachycardia, telangiectasia, tendon disorder, tendonitis, tingling feet/hands, uterine leiomyoma, varicose veins pelvic, vertigo, visual impairment, the first episode of malaise, bruising, chronic fatigue, dry cough, muscle cramps, ovarian cyst functional, pain of extremities, paresthesia upper limb and the second episode of malaise with essure. The reporter considered bone pain, musculoskeletal stiffness, night sweats, weight increased and leg pain to be related to essure. The reporter commented: on (B)(6)2009, at the postoperative visit, physician observed an anomaly of left essure. It was found in the uterine cavity. He decided to place another implant and to remove the other one. On (B)(6)2017, essure was removed via bilateral salpingectomy after having performed an allergic test to nickel that was positive. Three months after the surgery, x-ray showed that particles of essure remained in the body of the patient as essure crumbled. Physician decided to not remove particles of essure as the patient regained her energy and symptoms resolved. The patient reported that the most difficult thing for her was her sensations of muscular stiffness of the limbs during all these years. She reported that she had no more pain right now. There is no causal relationship between the subjective and non-specific functional disorders described by the patient and essure or a general reaction to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2017: shows residue of portions of the most proximal to essure, in projection of uterus horns on each side. Allergy test - on an unknown date: positive for nickel allergy; on (B)(6)2017: nickel allergy confirmed by epi skin test. Nuclear magnetic resonance imaging - on (B)(6)2014: functional cyst of 27 mm in diameter of the left ovary. No pelvic mass or adenomegaly. No endometrial abnormality. Nabothian cyst at cervix; on (B)(6)2017: uterus anteverted with harmonious contours. In 3d ultrasound, in frontal section, triangular cavity, no metallic residue observed at the left or right side. Observation of a single myoma type 5 of small size. Thin endometrium. Ovaries of low volume without abnormalities. Pathology test - on (B)(6)2017: presence of chronic non-specific salpingitis lesion. Scan - on (B)(6)2015: l2l3 and l5s1 discopathy. Ultrasound doppler - on (B)(6)2012: integrity of deep vein network. No superficial venous insufficiency at the expense of saphenous veins. Presence of some diffuse telangiectasia. Ultrasound scan - on (B)(6)2014: left ovarian cystic nodule 5 cm with small pouch of douglas. Asthenia. X-ray - on an unknown date: particles of essure remained in the body of the patient as essure crumbled; in (B)(6)2009: plain abdomen x-ray showed an anomaly of left essure. It was found in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 21-oct-2019: case extraction form provided. Events added: nocturnal sweating, muscular stiffness of the limbs, leg pain, bone pain. Outcome of pain-related events was updated to recovered/resolved. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure crumbled /particles of essure remained in the body of the patient"), device expulsion ("left essure found in the uterine cavity") and cardiac disorder ("heart disorders") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy - elective and multiple allergies (allergic reaction with jean buttons, watch buckle and summer shoes, physician seen several times due to allergic problems). Previously administered products included for an unreported indication: iud nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), cardiac disorder (seriousness criterion hospitalization), tachycardia ("frequent tachycardia crisis"), pelvic pain ("pelvic pain"), back pain ("back pain"), fatigue ("extreme and continuous fatigue"), insomnia ("insomnia"), depression ("depression"), pyrexia ("nocturnal fever"), anxiety ("anxiety attack"), skin depigmentation ("skin depigmentation"), dry skin ("very dry skin"), hypoaesthesia ("numbness of the limbs"), burning sensation ("burn sensation in the limbs"), eye pain ("ocular pain"), eczema ("eczema from the pelvis to the head"), fibromyalgia ("fibromyalgia"), cyst ("cysts"), gingivitis ("gingivitis"), vertigo ("vertigos"), nausea ("nausea"), malaise ("very frequent malaise"), eating disorder ("difficulty to eat"), amnesia ("loss of memory") and speech disorder ("difficulty to talk"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2017 and removal from uterine cavity and insertion of a new one on (B)(6) 2009). At the time of the report, the allergy to metals and device expulsion outcome was unknown, the device breakage had not resolved and the cardiac disorder, tachycardia, pelvic pain, back pain, fatigue, insomnia, depression, pyrexia, anxiety, skin depigmentation, dry skin, hypoaesthesia, burning sensation, eye pain, eczema, fibromyalgia, cyst, gingivitis, vertigo, nausea, malaise, eating disorder, amnesia and speech disorder had resolved. The reporter provided no causality assessment for allergy to metals, amnesia, anxiety, back pain, burning sensation, cardiac disorder, cyst, depression, device breakage, device expulsion, dry skin, eating disorder, eczema, eye pain, fatigue, fibromyalgia, gingivitis, hypoaesthesia, insomnia, malaise, nausea, pelvic pain, pyrexia, skin depigmentation, speech disorder, tachycardia and vertigo with essure. The reporter commented: on (B)(6) 2009, at the postoperative visit, physician observed an anomaly of left essure. It was found in the uterine cavity. He decided to place another implant and to remove the other one. The intervention was performed on (B)(6) 2009. On (B)(6) 2017, essure was removed via bilateral salpingectomy after having performed an allergic test to nickel that was positive. Three months after the surgery, x-ray showed that particles of essure remained in the body of the patient as essure crumbled. Physician decided to not remove particles of essure as the patient regained her energy and symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. X-ray - on an unknown date: particles of essure remained in the body of the patient as essure crumbled. Further company follow-up with the other is not possible. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.